Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with medical device registered within the u.s. Are. (B)(4). Manufacturing site: evaluation: samples received: 16 unopened pouches and 1 needle. Analysis and results: there are no previous complaints of this code batch. (B)(4). Checked the needle received and it was noticed that the thread had been broken in the attachment area due to the needle had been damaged. As stated in the instructions for use: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the attachment end could cause bending or breakage". Tested the needle attachment of the closed samples received and the results fulfills the OEM requirements: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils the OEM requirements. Final conclusion: complaint is not justified. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on this product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Detachment of the needle during use.